Event description:
It was reported that the magnet casing has melted while charging. A new replacement charger was sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on february 08, 2023.